Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized in multiple locations along the distal tip. Conclusions: evaluation of the returned devices revealed that the lantern delivery microcatheter (lantern) was ovalized in multiple locations along the distal tip. This type of damage typically occurs due to improper handling during use. If the lantern distal tip was pinched or otherwise compressed during insertion into the patient anatomy, this type of damage may occur. The ovalized lantern likely contributed to the resistance experienced while attempting to advance the pod4 and the first ruby coil. If the pod4 or the ruby coil was attempted to be advanced through the lantern, it is likely that damage would occur. Further evaluation revealed that the first ruby coil¿s sr wire was fractured. If the ruby coil is forcefully retracted against resistance, the sr wire may fracture, causing the embolization coil to become detached from the pusher assembly. Evaluation of the second ruby coil revealed that the embolization coil od was within specification. Further evaluation of the second ruby coil revealed that the embolization coil was damaged. If the ruby coil was forcefully advanced against resistance, damage such as this may occur. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. The root cause of the resistance experienced while attempting to advance the second ruby coil could not be determined. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01188, 3005168196-2016-01189, 3005168196-2016-01190.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using pod4 coils, ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod4 coil through the lantern, the physician experienced resistance and subsequently was unable to advance the pod4 coil out of the lantern. Therefore, the pod4 coil was removed and the physician attempted to use a new ruby coil with the same lantern. However, while advancing the ruby coil through the lantern, the physician experienced resistance again and the ruby coil was unable to advance out of the lantern. While the physician was attempting to remove the ruby coil, it unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed from the patient. Next, the physician advanced another manufacturer's microcatheter into the patient and then attempted to advance a new ruby coil through it. However, resistance was encountered and subsequently, the new ruby coil was unable to advance out of the distal tip of the microcatheter and was removed without an issue. Next, the physician advanced a micro vascular plug through the other manufacturer's microcatheter and then completed the procedure using a new ruby coil. There was no report of an adverse effect to the patient.